Event description:
Procedure type: sigmoid resection. According to the reporter: the patient underwent a sigmoid resection in 2008. No abnormalities were noted intra-operatively that would suggest any issues with the product or the anastomosis, full donuts were obtained and no air leak was observed. No staple line reinforcement mat was used during this procedure. Ten days post operatively, the patient returned to the or due to a leak, and a diverting colostomy was set. The leak observed was air that was found in the bowel/abdomen. During the re-operation the surgeon could not see the anastomosis as it was too low, but when examined digitally he felt it was not "right". Patient has been released from the hospital.